Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the stop button of the maestro 4000 remote control is not working the controller did not halt ablation, and the staff had to switch it off for stop. No further information was provided.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the allegation in this complaint has not been confirmed. The returned maestro remote control was able to start and stop 10 ablations at random intervals.

Event description:
It was reported that the stop button of the maestro 4000 remote control is not working, and the staff had to switch it off for stop. No further information was provided. Additional information was received that clarified the button on/off not working. The procedure was completed without patient complications. Issue was identified during ablation procedure, and the device was replaced.